Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that there were multiple high ventricular rate (hvr) episodes and an alert that ventricular noise reversion. Lead noise was suspected. The patient was not symptomatic. The patient is not pacemaker dependent and would continue with regular follow-ups.